Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that unspecified bd¿ pen broke. The following information was provided by the initial reporter: client broke the apokyn pen and we are sending him a new one. Did not state if he still has broken pen or if he missed a dose.